Event description:
Related manufacturer reference number: 2017865-2022-42602. It was reported that the patient presented in clinic for follow up. Upon review it was noted that the right ventricular lead and right atrial lead exhibited noise. No intervention was performed. The patient will continue to be monitored. The patient was in stable condition.